Event description:
Per the audiologist, the patient had had recurrent infections at the receiver/stimulator site and had been treated with IV antibiotics. The site began draining again in 2008 (date not reported) and the patient developed a small fistula in the skin flap. The surgeon decided to explant the device. The patient's device was explanted in the same month (exact date not reported). Implant surgery in the contralateral ear is planned, but had not been scheduled at the time of this report filled, december 11, 2008.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.